Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eighteen (18) minicaps had inadequate iodine; further described as "they looked like they did not have enough iodine and the sponges were very dry". This was observed prior to patient use. There was no patient involvement. No additional information is available.